Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low and high blood glucose. The low blood glucose level was 38 mg/dl. Customer again checked his blood glucose it was 59 mg/dl. Customer was treated with glucose drink for low blood glucose. The high blood glucose level was 260 mg/dl, 269 mg/dl and 280 mg/dl. Customer treated with the insulin pump for high blood glucose. Customer stated that the because of low blood glucose it caused customer to go into a seizure. The product will not return for the analysis.